Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and consumer regarding the patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient had a stimulation issue that was related to positional movement. Stimulation started increasing on its own. The month prior to (B)(6) 2016 the patient was at a low setting in the morning then it moved up to 4.80 volts. It was noted that the patient had adaptive stim enabled. The patient had not had any falls or trauma. The patient was going to manually control his stimulation until he could follow-up with a healthcare professional when he returns to (B)(6) as the patient was visiting in (B)(6). Additional information was received from the consumer. It was reported that speaking to the manufacturer's patient services representative who helped them disable adaptive stim had fixed the problem for right now. In addition the patient manually controlled stimulation; he kept it high during the day and low at night. The issue appeared to have resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.